Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide lot number: trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported a patient underwent a robotic hernia repair on (B)(6) 2021 and a barbed suture was used. During the procedure, the suture frayed at the end into two pieces. The procedure was completed with no adverse patient consequences. No additional information was provided.